Manufacturer narrative:
The remote service engineer (rse) informed the customer that they should ensure that the device software was version 2.1 or higher for compatibility with the 2nd generation user interface (ui) printed circuit board assembly (pcba). The rse then provided the customer with the part information for the ui pcba without navigation ring. Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that they should ensure that the device software was version 2.1 or higher for compatibility with the 2nd generation user interface (ui) printed circuit board assembly (pcba). The rse then provided the customer with the part information for the ui pcba without navigation ring. This investigation is ongoing.